Event description:
It was reported that a vns pt experienced painful stimulation and had his vns programmed off due to the painful stimulation. Moreover, the pt experienced a burning sensation at the site of the generator after the pt's device was programmed off. X-rays were taken and sent to the MFR. Review of x-rays indicated the generator placement appeared to be normal, and the filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. There was no lead behind the generator. No obvious lead discontinuities or acute angles were observed in other portions of the lead body that could be assessed. At the moment good faith attempts to obtain additional info from the treating nurse have been unsuccessful to date as the pt was referred for eval.